Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain. The patient presented to the emergency room and was subsequently hospitalized due to peritonitis. It was reported that proper management was given. Four days after the event onset, the patient has recovered from the event. The cause of the event and action taken with pd therapy were not reported. The reporter declined to provide additional information.